Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. A product sample was received for evaluation. Visual and functional testing were performed. There was no physical damage observed during visual inspection. The technician was not able to duplicate the customer reported problem of 'invalid syringe size' at syringe test. However, the syringe size readings were on lower end of acceptable range. The syringe size sensor slightly out of specifications. The technician recalibrated all sensors and performed the preventive maintenance (pm). The technician was able to pass all the functional tests. The probable cause could be related to lack of preventive maintenance (pm). However, a definite root cause could not be determined as the reported issue and complaint were not confirmed at the time of evaluation.this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was not recognizing the syringe. No patient injury was reported.